Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap unable to lock into place properly during testing. Unit was received with partially broken retainer, missing o-ring (reservoir tube), cracked reservoir tube lip, pillowing keypad overlay, cracked keypad overlay at select button, and scratched case. In summary, customer allegation for cosmetic damage on battery compartment was not confirmed per visual inspection. However the following cosmetic damages were noted instead: partially broken retainer, missing o-ring (reservoir tube), cracked reservoir tube lip, pillowing keypad overlay, cracked keypad overlay at select button, and scratched case. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical/cosmetic pump damage with crack on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer will discontinue the use of the device and the device was returned.